Event description:
Patient presented to the physician with a superficial infection at the chest incision site. Physician prescribed antibiotics. Patient presented back to the physician with improvements.